Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that additional high, out of range shock impedance measurements were recorded. The patient was seen for defibrillation threshold (dft) testing where the patient was successfully converted with a 31 joule shock and resulting impedance of 70 ohms. The system will continue to be monitored. There were no additional adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead displayed an increase in shock impedance measurements and noise on the shock channel. The patient was seen in clinic for device testing where shock impedances were noted to be greater than 125 ohms in rv coil to can configuration. Shock impedances in triad configuration were approximately 110 ohms. The system was left programmed to triad configuration. The patient will be seen in clinic for follow up in approximately one month's time. There were no adverse patient effects reported. The system remains in service.